Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (dose and programmed amount unknown). The reporter stated that the patient's pressures were low and norepinephrine bitartrate was infused over night at 16mcg/kg/min, the device showed it had infused 400cc but only 20-30cc had been delivered. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.